Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the reported hospital emergency room visit and hyperglycemia. Lot release records were reviewed, and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event. Locked down smartphone: phone_control_ios omnipod software app version: 2.0.2 operating system: 18.6 hardware: iphone14.3 cgm sensor type: g6.

Event description:
It was reported that the patient had gone to the hospital emergency room with hyperglycemia. The patient's blood glucose levels reached 568 mg/dl while wearing the pod between 4 and 24 hours. Symptoms reported include headache, nausea, dehydration and weakness. The patient reports after administering a meal bolus after dinner their blood glucose level had rose. The patients blood glucose level had not decreased after multiple corrections. Once at the hospital emergency room the patient was treated with intravenous fluids as well as anti-nausea medication and motrin. The patient reports they had been in the hospital emergency room for 6-7 hours.

Manufacturer narrative:
The returned device was evaluated and the download data from the received device does not contain any timeouts or pulse width increases that would indicate a failure to deliver insulin. No drive stalls occurred, and no hazard alarms were generated during pod operation. Inspection of the patient history buffer data found that the automated glucose control algorithm was able to appropriately adapt to changes to estimated glucose values and user inputs. The investigation did not find any damages or deficiencies that would result in the device failing to deliver insulin.